Event description:
Hypoglycemic reaction: breathing difficult: a woman reported that four weeks after her mother started using a device with novolin n (rdna) penfill insulin, she experienced difficulty in breathing and was hospitalized. She stated that her mother's blood glucose level was 34 mg/dl on admission to the hosp. She was treated and discharged four days later and her insulin dose was decreased by 10 units daily. Although the device passed the function check, the daughter feels that the device may have delivered more insulin than the required dose. No info concerning the pt or the event has been received from the pt's physician. Analysis of the suspect device did not reveal any faults. The device passed a weight accuracy test.